Manufacturer narrative:
Single reporter exemption #(B)(4). This information was provided to manufacturer by other medical device manufacturer. During the investigation on this reported event, attempts were made to collect additional information on the event and the procedure. Lot history review could not be performed due to no lot information. All the shipped products are inspected for meeting products specifications and shipping criteria, based on this, there is no indication of a product deficiency. Based on the obtained information, the relation or contribution of the guidewire with or to the reported dissection could not be identified. IFU describes "coronary artery dissection" as possible complications and adverse event.

Event description:
Reportedly, during the procedure of stent implantation, physician experienced a wiring difficulty when subject guidewire was placed in lad to diagonal, and physician noticed the small dissection in the lad and slow flow down the artery. Reportedly reopro bolus was given, pci with stent placement was performed, the patient outcome was "resolved" on the same day.